Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. Ipg was explanted and replaced. No patient complications have been reported as a result of this event.